Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak), device after a diagnostic procedure. Fluoroscopy was performed to confirm arteriotomy placement in the common femoral artery. Good marking was achieved. The needles were deployed without difficulty. There was "significant" difficulty when the physician attempted to remove the needles. The physician "wiggled the needles for about five minutes in an attempt to retrieve them". He was able to pull the needles back but not completely into the handle as expected. The foot was not able to be parked completely. The device was successfully removed intact with some manipulation. There was reportedly no injury to the artery. Hemostasis was achieved with manual compression and femostop. There was no report of adverse patient effect.